Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery despite changing the reservoir, set, and batteries. The blood glucose reading was 455 mg/dl. The customer was assisted in performing a 5 unit fixed prime and the alarm recurred. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and tubing connector and manually push insulin through the tubing. The customer reported that insulin exited but that it was hard to push it out. The customer was advised to reinsert the reservoir and run a manual prime and the customer reported that insulin did exit. The customer was advised that the alarm was caused by a set or reservoir occlusion. No product was returned for analysis.